Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare provider (hcp) via a manufacturer's representative regarding a patient receiving baclofen (unknown concentration and dose) via an implantable infusion pump. It was indicated the patient was a spastic paraplegic. It was reported the hcp noticed malfunction of baclofen delivery six months ago [relative to (B)(6) 2022]. During this period, they checked catheter patency via flushing with distilled water and pushing bolus doses when withdrawal symptoms were experienced. Withdrawal symptoms became more frequent, so a catheter check with radiopaque dye was performed under fluoroscopy. The catheter was easily flushed with dye. There was no resistance or obstruction, and the dye diffused for 2-3 levels up and down the tip. The catheter was flushed again with distilled water under fluoroscopy and the dye was noticed to be washing out. This was performed four weeks ago [relative to (B)(6) 2022]. As of (B)(6) 2022, the patient was still experiencing on and off pump function in terms of recurrent withdrawal symptoms and spasms. The hcp was recommending full pump replacement. The patient was hospitalized. Further complications were not reported. Additional information was received. The patient was receiving compounded baclofen. The pump had been implanted in (B)(6) of 2020. It was further indicated the event first started to occur on (B)(6) 2022. It was reported the bolus doses had no effect. The baclofen dose had not been increased since implant, however, it was indicated the patient symptoms were not thought to be due to an increase in tolerance. The pump would be replaced. There were no reported contributing factors to the issue. The issue was not resolved. The patient status was alive - no injury.

Event description:
Additional information was received from a foreign healthcare provider via a company representative. The physician had found that the catheter was broken which led to leakage of baclofen. The physician had just changed the catheter. The pump was described as being ok.

Manufacturer narrative:
Continuation of d10: product ID neu_unknown_cath lot# unknown serial# implanted: explanted: product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: unknown_cath, serial/lot #: unknown, ubd: unknown, UDI#: unknown. H6 update: the previously applied device code a26 and annex g code g04105 are no longer applicable. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID: neu_unknown_cath, lot# :unknown, explanted: 2022 (B)(6), (approximate date; see b5) product type: catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a company representative. The serial/lot number of the catheter was unknown / unavailable. The catheter was replaced in (B)(6) 2022. The date 2022 (B)(6) is considered an approximate date of catheter explant (specific month and year known only). The issue was resolved. The catheter was broken and the healthcare provided needed to discard it per hospital policy.